Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the pump had a discolored display screen. There is no adverse event related to this issue. This complaint is being reported as it was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display was dim/faded and discolored. The display was replaced with a test display and the contrast returned to normal.